Event description:
Caller states the patient awoke at 04:00 having a seizure. She was tested on the mobile system, and the result returned as 3.5 mmol/l. Within 6 minutes the patient was taken to the hospital and immediately treated with dextrose. Approximately 15 minutes following medical treatment, the customer tested 11.2 mmol/l on a professional device. At the time of the event the hospital stated the seizure was not due to diabetes, and she was sent to different hospital by ambulance. The patient arrived at 09:00 and was admitted until 13:00. While there a CT scan and blood work were performed; these returned as normal. Doctors now believe the seizure may have been caused by low blood sugar and are running more blood work. The patient's condition has improved. No adverse event related to the device was reported. Requested return of suspect device however the patient no longer has the test cassette; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.